Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl. Customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer's spouse reported that the insulin pump had a motor error alarm prior to hospitalization. Customer's spouse also reported crack on the insulin pump and had a no delivery alarm. The customer's spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir is not returned for analysis.